Event description:
Information received by medtronic indicated that the insulin pump was cracked from the backside to the rail going down. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). S/w ver. 5.2a. Retainer ring = black. On (B)(6) 2022 the customer reported a crack on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, pillowing keypad overlay. The unit failed rewind test returning a pump error 38. Unable to perform the displacement test due to the pump error 38. The case was cut open. As the boards were being taken out of the case, the motor sleeve was stuck to the motor slide. After visual inspection, there are signs of previous moisture presence on the outside of the motor slide. There is also corrosion in/around the following: pcba1--d9, d10, back of the lcd screen. An attempt was made to turn the motor's gearbox with pliers, and it was able to turn. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of a crack on the back of the battery compartment was confirmed during testing. The pump error 38 is due to the motor sleeve being stuck to the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.